Event description:
It was reported that the PICC was in place in the female patient's left basilic from (B)(6) 2013. When flushing the PICC in the c ward (B)(6), the staff nurse noted the catheter was leaking. As a result, the catheter was removed and replaced on (B)(6) without issue. A delay was reported, however, there was no additional harm to the pt due to this delay or as a result of this occurrence.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.